Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via the log file and was reproduced. A review of the submitted backup controller log file spanned approximately 5 days ((B)(6) 2022 per time stamp). The controller was used multiple times before the reported event due to it being a backup controller. On (B)(6) 2022 at 09:58 before the clock was reset and while the motor speed remained at 0 rpm, the driveline disconnect and controller internal fault alarm activated due to an ocp_b_broken fault. The controller was attempted to be silenced and reset but the alarms persisted through the remainder of the log file. Shortly after at 09:59, the speed managed to get above the low speed limit (lsl) after the driveline was connected. The clock is then set correctly on (B)(6) 2022 and the controller is disconnected for a controller exchange. No other notable alarms were active in the log file. No other notable alarms were active in the log file. The system controller, serial number (B)(4), returned with a controller fault due to an open fuse b. Further troubleshooting was performed and a small scorch mark was found in the bulkhead connector pin socket. Fuse b was replaced to continue with testing. The controller was then functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The data captured in the log file, the scorch mark on the driveline connector, and the damaged fuse indicate that the root cause of the reported event was the driveline being incorrectly inserted into the controller by 180 degrees. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot controller fault alarms. The heartmate 3 patient handbook rev. G, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine visit, the vad coordinator inserted the internal battery into the patient's backup system controller, synchronized the date and hour, and then a replace controller alarm occurred. The controller was not used. A new system controller was provided, and the issue did not return.